Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars result for 1 mildly symptomatic (2 weeks post onset of symptoms) consumer. The consumer communicated that they tested positive with quickvue otc and then negative with another rapid antigen assay the following day. An additional consumer event was also communicated which is captured on a separate report.